Event description:
During the surgical procedure the surgeon noticed that one of the jaws of the crimp tool had broken off the head, rendering it useless. A replacment instrument was available at this time. There was no adverse consequence for the patient or delay in surgery or anesthesia time.